Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. Attempts are being made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lobectomy surgery, after device was fired, the knife moved to the distal end, but would not return knife automatically. Knife reverse button would not work. Used manual override lever to return knife. There were no adverse consequences to the patient. No additional information can be provided.

Manufacturer narrative:
(B)(4) date sent: 10/26/2020 d4: batch # u5ac19 investigation summary the analysis found that one psee60a device was returned with no apparent damage and with out reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload, however did not achieved and complete firing sequence. The device was again tested for functionality by manually pressing on the door right above were the firing switch actuator is located, this time the device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The test door was removed and it was noted an intermittent function of the switch as the device would only operate when the switch is manually pressed down. Once the device completed the firing sequence the knife returned home as intended. The knife reverse button worked properly during testing. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to how the firing switch actuator become damaged. To open the jaws, squeeze the closing trigger, then simultaneously press the anvil release button on either side of the instrument. While pressure is still on the anvil release button, slowly release the closing trigger it should be noted that as part of our quality process, all devices are manufactured, inspection, and released to approved specifications.